Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device - 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital to be evaluated for a possible gastrointestinal(gi) bleed. It was noted that the patient had a bloody bowel movement. Anticoagulation at the time of the event included aspirin and warfarin. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the resolved gi bleed was hemorrhoids.

Event description:
Additional information it was reported that the perianal exam findings include thrombosed external hemorrhoids. The terminal ileum appeared normal. Two sessile polyps were found in the ascending colon. The polyps were 5 to 6 mm in size. A few small-mouthed diverticula were found in the sigmoid colon and in the descending colon. Internal hemorrhoids were found during retroflexion. The hemorrhoids were small. There is no endoscopic evidence of bleeding in the entire colon. No additional information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received an unspecified number of blood transfusions during the admission to treat blood loss.